Event description:
Information received from the field notes that initial interrogation reported <250 ohms atrial lead impedance. The patient was in atrial fibrillation so the doctor changed the mode to vvir. Multiple interrogations measured ventricular lead impedance values that varied by about 300 ohms. The device was in door although programmed to vvir. Six minutes later, the mode was vvtr. The measured data varied with each interrogation.